Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Blood glucose (bg) level was 179 mg/dl. Additionally, it was reported that an out of insulin alarm occurred when the cartridge had 120 units of insulin remaining. Customer experienced a bg of 510 mg/dl and moderate levels of ketones. A correction bolus was delivered to address bg. A new cartridge was loaded onto the pump resolving the alarm.